Manufacturer narrative:
Qn#(B)(4). One-unit of trapliner was returned to vsi/teleflex for evaluation. Blood particulates were noted within the lumen. Unit was decontaminated and inspected. Weld joint separation was confirmed. Minor lumen depression at the proximal end of the halfpipe was noted. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications. Case details were reviewed. Customer stated" piece of trapline broke off when tech was prepping it". Damages are likely to have occurred during use and handling. Per IFU states the following precaution - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested. No other information was provided aside from the trapliner being snapped during preparation. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that: a piece of trapliner broke off when tech was prepping it. Not used on a patient. No additional information recieved.

Event description:
It was reported that: a piece of trapliner broke off when tech was prepping it. Not used on a patient. No additional information recieved.

Manufacturer narrative:
Qn#: (B)(4).